Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt was admitted unresponsive and in vtach. The pt had a pump stoppage on history. The pt¿s wife denies any alarms. Log files are to be sent into the MFR for further analysis.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.